Event description:
Customer reported a communication loss issue between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative was informed of the issue. In-house biomedical technician corrected the issue by rebooting the system. Communication was reestablished.